Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient stated on (B)(6) 2025 the patient had a fall and ever since then the patient has had problems with the lower back. The patient stated over time the legs started to feel numb and weak and heavy in the thighs and the right leg would go from 0 to a million. The patient could feel every muscle and nerve and it was a very uncomfortable feeling. The patient also noticed when they would try to charge the battery, they could not find the spot and they would have to go over their back trying to find it. When they did get to a spot, it would charge for 10 seconds and then it would beep like it would die. The patient tried to turn it off and back on and when they did that it would burn like if you had a cut and you were to put lemon juice on it., they would feel that on the inside. The patient had been going from doctor to doctor trying to figure out what was going on with their body. On wednesday, the stimulator never worked. The patient had gone to the hospital 3 different times for epidurals, medicine for their nerves and legs, and hydrocodone/oxycodone but nothing had helped. The patient mentioned also having an MRI of the lower back. The patient stated the issue was on their right side. The patient mentioned on wednesday morning when they went in their legs were heavy, numb and down to using a cane. On wednesday ((B)(6) 2026) the patient had the implanted system removed. On the way home, their body was back to normal and no more back pain. The patient was not feeling the heavy legs since the implant was removed. The patient wanted to know if something had moved or shifted and could that have been the cause of their medical issues. The agent reviewed they were not a doctor and could not give any medical advice. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.